Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused death. The patient's spouse did not report any medical intervention that was received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused death. The patient's spouse did not report any medical intervention that was received. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation.